Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained right ventricular oversensing (nsrvo) due to post paced t wave oversensing was observed. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable.